Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154255, medical device expiration date: 30 apr 2026, device manufacture date: 03 jun 2021, medical device lot #: 0051109, medical device expiration date: 31 may 2025, device manufacture date: 20 feb 2020. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1154255. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced blockage. The following information was provided by the initial reporter: during design verification testing blocked needles were observed in two instances when attempting to expel drug.

Event description:
It was reported that the bd precisionglide¿ needle experienced blockage. The following information was provided by the initial reporter: during design verification testing blocked needles were observed in two instances when attempting to expel drug.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number (B)(6) and lot number 1154255 and 0051109. . The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, returned to manufacturer on: 06-dec-2022. Investigation summary: it was reported that needles were blocked. To aid in the investigation, two samples with no packaging blisters, connected to 1ml syringes, were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each needle was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. A device history record review was completed for provided material number 305106, lot numbers 0051109 and 1154255. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced blockage. The following information was provided by the initial reporter: during design verification testing blocked needles were observed in two instances when attempting to expel drug.